Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) was confirmed via evaluation of the returned mobile power unit, serial number: (B)(6). The mpu was evaluated at the european distribution center (edc), and, upon initial inspection, the patient cable was observed to be loose around the black and white power cable connectors. Additionally, three pins in the mpu patient cable¿s black power cable connector were bent. Lastly, multiple cuts and small holes, consistent with bite marks, were observed on the connectors and the cable sleeve surrounding the connectors. The damaged patient cable was replaced, old labels were cleaned and removed, and preventative maintenance was performed. The unit was functionally tested and passed. The unit returned to the rental pool and the patient cable returned to the product performance engineering (ppe) group for further analysis. The bent pins on the returned patient cable were straightened for testing. The patient cable was connected to a test mpu, and a test controller was able to operate as intended. The observed damage did not affect patient cable functionality. Per the provided information, the root cause for the reported event was determined to be the patient¿s dog damaging the mpu. The relevant sections of the device history records for the mpu, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. B and the heartmate 3 patient handbook rev. B are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. B section 8, entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook rev. B section 6 entitled ¿equipment maintenance¿ explain how to properly care for the equipment, including the mpu and the patient cable. The heartmate 3 patient handbook rev. B section c, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook rev. B cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) was confirmed via evaluation of the returned mobile power unit, serial number: (B)(6). The mpu was evaluated at the european distribution center (edc), and, upon initial inspection, the patient cable was observed to be loose around the black and white power cable connectors. Additionally, the pins in the mpu patient cable¿s black power cable connector were bent. Lastly, multiple cuts and small holes, consistent with bite marks, were observed on the connectors and the cable sleeve surrounding the connectors. The damaged patient cable was replaced, old labels were cleaned and removed, and preventative maintenance was performed. The unit was functionally tested and passed. The unit returned to the rental pool. Per the provided information, the root cause for the reported event was determined to be the patient¿s dog damaging the mpu. The relevant sections of the device history records for the mpu, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. B and the heartmate 3 patient handbook rev. B are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. B section 8, entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook rev. B section 6 entitled ¿equipment maintenance¿ explain how to properly care for the equipment, including the mpu and the patient cable. The heartmate 3 patient handbook rev. B section c, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook rev. B cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) was damaged. It was noted that the patient dog had destroyed the mpu. The mpu was exchanged.